Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: d314trg implantable cardioverter defibrillator 2012-(B)(6), 429688 implantable pacing lead 2012-(B)(6), 5076-52 implantable pacing lead 2012-(B)(6). (B)(4).

Event description:
It was reported that the hospital¿s telemetry monitor recorded a 5-6 second pause on the patient. T-wave oversensing (twos) was previously noted on the right ventricular (rv) lead. There was a possibility of rv lead undersensing since the r-wave sensitivity may not be an adequate safety margin for the measured r-waves. The lead is still in use. No patient complications have been reported asa result of this event.